Event description:
A report was received that the pt experienced headache, vomiting, and could not lift her head up due to a permanent trial procedure related csf leak. No further info is available at this time.